Event description:
During a procedure on (B)(6) 2013, the tip of the guide wire broke off in the patient. The surgeon was unable to retrieve the tip, and it remains implanted. The broken wire was discarded by the hospital. Reportedly there were no adverse consequences anticipated. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.